Event description:
The pt's cadd legacy pump sn: (B)(4) is showing "high pressure" error. The pt switched the tubing but the pump was still showing high pressure so she switched out pump sn: (B)(4) with backup pump. She did not experience any lapse in infusion. We are sending a replacement pump to arrive at the pt's home tomorrow morning and she will send back the defective pump back for maintenance. Dates of use: 1999 to ongoing. Diagnosis or reason for use: i27.0, primary pulmonary hypertension.